Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately high. Customer reported getting a "270 mg/dl" on their meter and a "170 mg/dl" at the lab during 2002. The time difference between the results was within 30 minutes. Customer reported that when they were seen in the ER. ER also obtained a blood glucose result of "140 mg/dl" on their meter and customer obtained a blood glucose result of "394 mg/dl" on their meter. Time difference between the results was unknown. It was reported to be greater than 30 minutes. Customer was having low blood glucose symptoms. The symptoms were more consistent with their meter results. Ccr walked customer through control solution test and it failed, 150 (range 101-137), during call. Ccr replaced meter. No further info was provided. Mailed letter after two call attempts.